Event description:
Four days after the index procedure, the pt complained of chest pain and was emergently admitted to the hospital. ECG was monitored and st elevations were observed. The pt was taken to th cath lab where angiography revealed thrombus in the cypher stents as well as proximal and distal to them. Aspiration was conducted with thrombuster. A balloon angioplasty with a 3.5 mm balloon was performed to an inflation pressure of 4 atms. An iabp was inserted into the pt. The following day the iabp was removed. The pt was still in the hospital but was said to be in stable condition.